Event description:
As reported in a literature article (myung, ho rho ,et al. ¿various techniques of stent-assisted coil embolization of wide-necked or fusiform artherosclerotic and dissecting unruptured vertebrobasilar artery aneurysms for reducing recanalization: mid-term results¿, acta neurochir, (2013): 155:2009-2017) a patient (patient # 20) experienced moderate in-stent stenosis at the 8-month follow-up after stent-assisted coiling of an unruptured basilar tip aneurysm. The patient was not symptomatic and thus did not require retreatment for the stenosis. At the time of aneurysm treatment, two enterprise stents (lot and catalog numbers unknown) were implanted by y-stent technique, and non-codman coils were used for the procedure.

Manufacturer narrative:
Additional information obtained (4/4/2014): the catalog and lot number was obtained for the suspect products in this complaint.

Manufacturer narrative:
It was reported that he focal stenosis (case 20) of the left proximal p1 segment near the neck was intimal hyperplasia and showed no symptomatic complication. The enterprise vrds remain implanted and therefore are not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01427235. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stenosis of the stented segment is a known adverse event that may be associated with the use of the enterprise vrd as outlined in the instructions for use. Additionally, the enterprise stents were implanted in a y-stenting configuration. The instructions for use outlines that performance and safety of two or more overlapped stents has not been established. It is possible that clinical factors including patient factors/medical history and or pharmacological factors may have impacted the event. With review of the available information and the device history record review there are no indications of any manufacturing or device performance issues related to the event. Therefore, no corrective actions will be taken at this time.